Manufacturer narrative:
This report is submitted on march 07, 2018, (B)(4).

Event description:
It was reported that the device was explanted on (B)(6) 2018 due to open circuit electrodes. The patient was reimplanted with another cochlear device during the same surgery.